Event description:
During the procedure, the surgeon noted that the devices' forked tip (peek suture anchor) broke off of two devices. The devices were removed from the field, and two new devices were obtained and utilized without issue. It is unknown whether the new devices were of same or different lot numbers.